Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to interact with and read the pump screen. The caller declined to provide their blood glucose level at the time of the event, and there was no reported impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, and the customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. The customer was guided on how to put the pump into storage mode and was advised to return the problematic pump with a pre-paid label within ten days.